Event description:
This event was reported as: endocarditis. No further info provided.

Manufacturer narrative:
F10: 2203: staphylococcal infection. H3: evaluation of the valve in co's laboratory revealed vegetative material at the stent post between the right and left coronary cusps which resulted in stenosis of the effective orifice area and multiple disruptions. X-ray analysis revealed no apparent calcification. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of the valve was determined to be due to staphylococcal endocarditis, as reported clinically. H6: 86 = x-ray analysis.